Event description:
It was reported that the patient presented in the emergency room after experiencing syncope. The pulse generator exhibited a diagnostics anomaly. The device was explanted and replaced on (B)(6) 2014. The patient was doing well and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found normal device characteristics.